Manufacturer narrative:
The insulin pump was monitored in for 3 days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the connector lcd isolation tape noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the customer insulin pump cannot turn on after putting in the battery. The customer's blood glucose level was unknown mg/dl. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).